Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device used in treatment, was not returned for evaluation. Due to product unavailability, evaluation was limited. This style of delivery system requires user controlled manual trigger advancement to position and place the anchors. They are each then manually stripped off the needle tip. If further information, becomes available, the complaint may be revisited. Factors that may affect device performance include bending and flexing of the delivery needle. Instruction for use documentation contains precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent twisting or bending of the delivery needle. Proximity of anchor placement to each other. Difficulty with reaching the desired tissue location. Inadequate tissue conditions. Incomplete needle penetration through meniscus. Inadvertent needle twisting, bending manipulation releasing anchors when not intended. Per instructions for use: ¿do not bend delivery needle. Note: it is normal to encounter resistance prior to achieving the ready position. A snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle.¿ product met specifications upon release to distribution. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition or product, procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Product met specifications upon release to distribution.

Event description:
It was reported that during knee procedure, the doctor had issues with the ultra fast-fix pulling out of the meniscus. The buttons seemed to be deploying easily, when removing from the tissues after the first button was passed the second unloaded without being deployed. The ts were removed from the patient. No significant delay and a back up was used to complete the procedure. No other complications were reported.